Manufacturer narrative:
A device history record (DHR) review of lot 17313594 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a ras case, an approach was made from the right femoral artery and a non-cordis guidewire crossed the lesion and an aviator plus balloon catheter was inflated as a pre-dilatation. A palmaz genesis stent was implanted in the lesion and another aviator plus (.014 6.0x15 142cm) was delivered to the lesion for a post-dilatation. However, it ruptured within nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter (6.0*20) to complete the procedure. There was no reported patient injury. The product was clinically used and will not be returned for analysis.

Event description:
As reported, during a ras case, an approach was made from the right femoral artery and a non-cordis guidewire crossed the lesion and an aviator plus balloon catheter was inflated as a pre-dilatation. A palmaz genesis stent was implanted in the lesion and another aviator plus (.014 6.0x15 142cm) was delivered to the lesion for a post-dilatation. However, it ruptured within nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter (6.0*20) to complete the procedure. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device had to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
As reported, an aviator plus balloon burst at/below rated burst pressure (rbp). During a renal artery stenting (ras) case, an approach was made from the right femoral artery and a non-cordis guidewire crossed the lesion and an aviator plus balloon catheter was inflated as a pre-dilatation. A palmaz genesis stent was implanted in the lesion and another aviator plus (.014 6.0x15 142cm) was delivered to the lesion for a post-dilatation. However, it ruptured within nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter (6x20) to complete the procedure. There was no reported patient injury. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device had to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17313594 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, unknown vessel characteristics may have contributed to the reported event as calcified/resistant lesions can damage the balloon. Per the instructions for use (IFU), which is not intended as a mitigation, ¿the cordis aviator plus pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty in the peripheral vasculature, including iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal, and carotid arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for post-dilatation of balloon-expandable and self-expanding stents in the peripheral vasculature. Do not retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Use the device prior to the ¿use by¿ date specified on the package.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.